Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Concomitant medical products: 6935m62 lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance and pacing was compromised due to exit block in lv tip/lv ring configuration. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.